Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected, there were no foam particles found in the assembly. The device's event log was reviewed by the service center and error code found. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. In this report, box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.